Event description:
The customer reported the system locked up and shut down with a pt on the table. The collimator closed in and the system had to be rebooted. No pt injury was reported.

Manufacturer narrative:
The ge svc rep could not verify symptom. This unit has the ffb reboot issue and has had many calls on it. Sales is sending in a loaner system until the system can be remediated.